Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 2134 mcg/ml of clonidine at 557.5 mcg/day, 161.7 mcg/ml of baclofen at 42.24 mcg/day, and 99 mg/ml of dilaudid at 25.862 mg/day via an implantable pump for chronic low back pain and spinal pain. On (B)(6) 2016, it was reported that a volume discrepancy occurred at a refill on (B)(6) 2016. The expected residual volume was 3.5 ml and the actual residual volume was 8 ml. No symptoms were reported; the patient indicated that the pump still ¿seems to be helping¿. A (B)(6) study and (B)(6) study were planned for the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.